Event description:
During a total gastrectomy procedure, there was abnormal sound like buzzing sound during use and would not be activated. Another device was used to complete the case. There was no adverse consequence to the pt.